Event description:
The tiger tube had been placed in the jejuno without any difficulty for 20 days in a pt diagnosed with pancreatitis. The pt complained of much discomfort and pain with a little nasal bleeding upon removal of the tube. An endoscopy was not performed.

Event description:
The tiger tube had been placed in the jejuno without any difficulty for 20 days in a pt diagnosed with pancreatitis. The pt complained of much discomfort and pain with a little nasal bleeding upon removal of the tube. An endoscopy was not performed.